Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The mako education and training manager reported the following: "today we had three cases planned at (B)(6) (surgeon dr. (B)(6)). Starting the first case, using pka instrument set a, the hand-piece was missing the magnet the triggers the anspach motor to start up when preparing the bone. I switched to foot pedal so that we can proceed with the case (foot pedal is not the standard way of operating the anspach motor it is an option that is inconvenient for some surgeons), case was successful." Handpiece was in use for 3 weeks.

Manufacturer narrative:
Reported event: the event reported that a partial knee end effector was missing its trigger magnet and the foot pedal had to be used. There was no reported harm. Device evaluation and results: visual inspection confirmed the magnet was missing from the trigger. See the attached figures. Device history review: a review of device history records indicates that (B)(4) devices were accepted into final stock on 01/16/2017 with no reported discrepancies. The 1 rejected device, s/n (B)(4), did not fall within characterization limits as documented in (B)(4). This non-conformance is unrelated to the failure in this investigation. Complaint history review: review of complaints for p/n 111758, l/n 19670816 shows no other complaints related to the failure in this complaint. Conclusion: the failure mode was confirmed. Material analysis was performed on other devices of the same part number and results showed the parts had no adhesive remains at the sidewalls of the cavity and very little remnants at the base of the cavity for those devices that were underwent magnet disassociation or loosening. Corrective action / preventive action: (B)(4) has been closed for the failure mode of magnet disassociation exceeding the acceptable occurrence rate. CAPA (B)(4) has been initiated for the failure mode.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. The mako education and training manager reported the following: "today we had three cases planned at (B)(6) hospital (surgeon dr. (B)(6)). Starting the first case, using pka instrument set a, the hand-piece was missing the magnet the triggers the anspach motor to start up when preparing the bone. I switched to foot pedal so that we can proceed with the case (foot pedal is not the standard way of operating the anspach motor it is an option that is inconvenient for some surgeons), case was successful." Handpiece was in use for 3 weeks.